Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. The customer reported that the power switch led (light emitting diode) was not illuminating when connected to ac (alternating current) power. The rse troubleshot with the customer and provided the customer with the part numbers for the following parts (power supply, and power management board). The repair was expected to be performed by the customer. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 26mar2026, 02apr2026, and 09apr2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.